Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The filter was returned. The complaint investigation is confirmed for a filter arm (w/shoulder anchor) detachment. Based upon the available info, the definitive root cause for this event is unk.

Event description:
It was reported that during a scheduled vena cava filter retrieval, a detached filter limb was noted to be embedded in the ivc wall in the vicinity of the filter. The filter and detached limb were successfully retrieved with a snare device. There was no reported pt injury.